Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the femoral implant impact confirmed the complaint that both the anterior and posterior cam bumpers were damaged. The instrument also exhibited signs of wear and use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the plastic that hooks onto the femoral implant is broken. No report of any serious injury or affectation to the patient.